Event description:
Procedure type: lap chole. According to the reporter: while opening the sponge collar locking mechanism, a pin of the latch disengaged and the instrument could not be locked into the abdominal wall. Nothing fell into the cavity. A new instrument was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
Date initial report sent: 04/02/2008.